Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during pumping. The customer's blood glucose was in the mid 200s (mg/dl). The customer reported that alternate insulin therapy was available.